Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular treatment of a suprarenal aortic aneurysm. It was reported the patient's 8.5 mm right iliac artery was non-tortuous and did not appear to be calcified. A conformable gore tag thoracic endoprosthesis was positioned within an endologix 34mm graft, and implanted without issue. Reportedly, during removal of the 24 fr gore dryseal sheath with hydrophilic coating resistance was encountered and the patient's right external iliac artery (reia) ruptured, causing blood loss (amount unknown). A transfusion of blood products was administered (amount unknown) to raise the patient's blood pressure. An iliac extender component and contralateral leg component were implanted into the reia to repair the rupture. Final angiography showed exclusion of the aneurysm and rupture, and the patient tolerated the procedure. The cause of the rupture is reportedly unknown. However, due to the patient's reported renal issues a non-contrast computed tomography (CT) scan was performed resulting in an inability of the physician to completely visualize the access vessels.